Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that the lenses presented with a hole. Additional information was provided by the consumer, who reported that problem occurred with both eyes and that she "almost got blind". There was no report of the lenses being implanted or explanted. Additional information has been requested. There are two medical device reports associated with this consumer. This report is for the second/fellow eye.